Manufacturer narrative:
The surgeon plans to place revision devices at a later time.

Event description:
It was reported that the patient's right tmj devices were removed due to a fracture in the patient's zygomatic arch.

Manufacturer narrative:
The surgeon performed an open reduction on the right tmj joints where it discovered that the patient's zygomatic arch was fractured.